Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction, and is now classified as a serious injury. Therapy and event description has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, the patient was prepped for the procedure and was already under anesthesia, the stapler and load were used, but the patient¿s staple line opened. The staple line did not hold at the end of the stapler. To complete the procedure device was replaced by another one and made reinforcement with suture.

Event description:
According to the reporter, intra-operatively, the patient was prepped for the procedure and was already under anesthesia, the stapler and load were used, but the patient¿s staple line opened. The patient experienced no complications due to the malfunction.